Event description:
"S/p b subgl infra gels 270cc (? Type/MFR-no records) for correction of involutional ptosis. This set encapsulated so had b capsx/removal and replacement with 255cc replicons (b ruptures found). Had some mild systemic sx's which developed shortly after the 1st set but these sx's progressed and new ones developed. In addition, c/o increased local pain and nipple irritation x 4 yrs. There has been a decrease in shape with r flattened x 2 yrs, no h/o decrease in size or trauma. Her sx's include arthralgias/myalgias, paresthesias, dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, ha's, visual changes, dizziness, memory loss, sicca, hair loss, sens cold (+ raynaud's), rashes, wgt gain, gi/gu disturb, and tinnitus. Pt is otherwise healthy."